Manufacturer narrative:
Citation: tok d et al. A rare complication of transcatheter aortic valve replacement: free-floating nose cone. Turk kardiyol dern ars. 2019 jun;47(4):312-314. Doi: 10.5543/tkda.2019.45808. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with severe calcific aortic stenosis who underwent successful implant of a 31 mm medtronic corevalve bioprosthetic valve (serial number not provided). Following valve deployment, the delivery catheter system (lot number not provided) was pulled back through the introducer sheath and resistance was encountered. After ¿forced passage ,¿ fluoroscopy revealed a free-floating nose cone (from the delivery catheter system tip) in the descending aorta that quickly migrated to the left iliac artery. Subsequently, the nose cone was trapped and successfully retrieved with the use of two non-medtronic microsnare catheters. No additional adverse patient effects or product performance issues were reported.